Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port MRI isp attached to a groshong catheter was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is inconclusive for the reported fluid leak issue, as the exact circumstances at the time of reported event was unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. Furthermore, clinical conditions like pain and swelling alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month post port placement, leakage was allegedly found from the septum, when the tip of the removed catheter was pressed and the port system was flushed. It was also reported that the port system was removed and no damage was found on the catheter. It was further reported that the patient experienced pain and swelling. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port MRI isp attached to a groshong catheter was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is inconclusive for the reported fluid leak issue, as the exact circumstances at the time of reported event was unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023), h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month post port placement, leakage was allegedly found from the septum, when the tip of the removed catheter was pressed and the port system was flushed. It was also reported that the port system was removed and no damage was found on the catheter. It was further reported that the patient experienced pain and swelling. The patient reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device expiration date: 08/2023.

Event description:
It was reported that some time post port placement, leakage was allegedly found from the septum, when the tip of the removed catheter was pressed and the port system was flushed. It was also reported that the port system was removed and no damage was found on the catheter. It was further reported that the patient experienced pain and swelling. The patient reported to be stable.